Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Fifty five (55) days have passed since this issue was reported to mitek, and to date, despite outreaches for the complaint device return, the facility has sequestered the device and will not be releasing it. Also, they are not able to supply the lot identification of the product, which precludes conducting a batch review. We are unable to tell anything from this, we cannot discern the issue or a root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that during an arthroscopic knee repair with the use of fms for fluid management, there was an issue with the tubing in which the patient was subjected to contaminated fluid. The facility states that the tubing was properly set up to the console and the shaver; the tubing was primed into a basin and then connected to the cannula, which was in the patient's knee but was clamped off at both the cannula and the tubing itself. The circulator noticed a small amount of dripping from the pump and a tear in the tubing. The tubing was disconnected from the cannula and removed from the field. Precautionary antibiotics were administered. The patient is being monitored and is in good health. The facility has sequestered the complaint device and will not release it to mitek for examination; also, they can not supply the batch number for the complaint device.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report

Event description:
Our rep is reporting to us that during an arthroscopic knee repair with the use of fms for fluid management, there was an issue with the tubing in which the patient was subjected to contaminated fluid. This is all of the information that has been made available to mitek; there are questions out for further detail and clarity.